Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was no longer working to charge the pump. Reportedly, the customer was able to successfully charge the pump using an alternate cable. There was no impact to the customer's blood glucose level. A replacement cable was sent to the customer.